Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00007. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4). This is report number 4 out of 12 reports that are being submitted as initial individual mdrs. Device evaluation: product testing could not be performed as the product was reported to be discarded. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was a scratch on the intraocular lens (iol) and there was patient contact. The iol was removed from the patient¿s operative eye and a backup lens with the same model and diopter size was successfully inserted. There was no patient intervention, no sutures, and no vitrectomy. The lens was discarded and is not being returned. No further information was provided.